Event description:
Synchroseal would not open or close once inside the patient mid procedure. Pt not harmed and procedure not affected. New synchroseal opened and worked properly to finish procedure. Original synchroseal used at beginning of case was working at the start and stopped functioning mid procedure.